Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a colonoscopy with stent placement procedure catheter removal difficulties occurred. A wallflex enteral colonic 27/22 x 6 230 cm had been implanted to treat an unspecified colonic lesion. During withdrawal, the catheter "hung on the stent". The stent "popped out of the stricture". The delivery catheter was able to be removed. The physician removed the stent from the rectum with his finger. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".